Event description:
It was reported the patient had a catheter revision at some point due to granuloma. It was later reported the catheter was revised a ¿some years back¿ when the granuloma occurred.

Manufacturer narrative:
Concomitant products: product ID 8703w, serial # (B)(4), implanted: (B)(6) 1995, product type catheter. (B)(4).